Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that per the follow-up dsa imaging on (B)(6) 2023, site has reported raymond roy occlusion class 3 (residual aneurysm). Site reported class 3 post-index procedure on (B)(6) 2021, followed by class 2 (residual neck) at the (B)(6) 2022 dsa imaging.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the site has updated raymond & roy occlusion classification to class 2 (residual neck) for the follow-up dsa imaging on (B)(6) 2023, noting 'site correction.'

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the patient was treated with bilateral tonsillectomy on (B)(6) 2021 and also treated with study device pipeline vantage on (B)(6) 2021. On examination, a right tonsil tear/cleft was observed with no superinfection, possibly secondary to the study procedure.

Manufacturer narrative:
A separate report was previously submitted regarding this event for the solitaire x stent retriever device used (model: sfr4-4-40-10, lot unknown). The react catheter information was not provided in previous reports and is therefore reported at this time. Only patient's year of birth ((B)(6)) was reported. Exact birthdate is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the patient experienced neurological deterioration after the procedure. This was stated to be not related to the device, and probably secondary to carotid stent re-occlusion. The adverse event was not related to the patient¿s disease/condition, nor was is the result of a device deficiency. The patient underwent extended hospitalization, and the condition was said to be life threatening. CT imaging post-procedure showed a hematoma within the ischemic field ph1. The patient status was not recovered/not resolved, and was said to be disabled at the time of the report. Additional information received reported the patient experienced occlusion of the internal carotid artery with neurological worsening with fatal outcome. It was noted that the event was not related to the device or the procedure but secondary to the carotid stent occlusion. Additional information received reported that the patient had no relevant pre-existing medical conditions other than the following risk factors: hyperlipidemia, hypertension and peripheral artery disease. Additional information received reported that the patient experienced petechial hemorrhagic transformation ph1 on (B)(6) 2020, and anticoagulation was postponed as a result. An MRI on (B)(6) 2020 showed the hemorrhagic transformation, which was asymptomatic and deemed to be clinically insignificant. A CT imaging on (B)(6) 2020 showed hyperdensity. The event was not the result of a device defic iency. The patient's mrs score was 2, and their nihss score was 20. The event was assessed by the site as caused by the disease under study, and not related to the device or procedure. The sponsor assessed the event as possibly related to the procedure. The patient was undergoing treatment for a clot in the m1 segment of the left middle cerebral artery. The patient's pre-procedure mtici score was 0, and post-procedure it was 2a. Ancillary device: react-71 catheter.